Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection and alarm log review confirmed the f-38 alarm. The alarm was caused by a damaged force sensing resistor (fsr). The fsr was replaced. The pump passed all tests and was returned to the customer in working order.